Manufacturer narrative:
Analysis was normal. No anomaly was found.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported the patient presented to routine follow-up. High capture thresholds were noted. A fluoroscopy confirmed lead dislodgement. Repositioning was successful. A month later, during follow-up visit, no capture was observed. It is believed that the cause is the patient's heart tissue. The lead was explanted and replaced. The lead will be sent back for analysis.